Event description:
The patient (B)(6) received an scs system including a surgical lead on (B)(6) 2011. It was reported that the patient lost stimulation. A diagnostic test revealed that contacts one and eight of the lead were not functional. Effective stimulation was reportedly recaptured via reprogramming. No further issues were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.